Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with fortum (1 gram per day) and vancomycin (1 gram every 5th day) (routes of administration not reported) for peritonitis. Treatment was ongoing. At the time of this report, the outcome of the peritonitis event was unknown. The action taken with the pd therapy was not reported. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).